Manufacturer narrative:
Device available for evaluation updated. Device codes added. Device evaluated by manufacture updated. Evaluation codes added. Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a crack on the distal side of the fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture cannot rotate independently of metal cap; the glass cap exhibits mild devitrification at output window; the outer flow tubing exhibits scratch marks at the open end. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a bph surgical procedure at 22,668 joules and 5:08 minutes "fibre end firing/unable to use" was noted. The fiber was exchanged and the procedure was completed with the second fiber. The tip of the first fiber was cleaned during the procedure. No harm to the patient was reported.